Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h4, h6 (impact code), h6 (component code: cylinder - cable, electrical and coating material, should not be selected. "Adhesive - 3194" added). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. Based on the results of the investigation, the legal manufacturer confirmed that the customer could not complete reprocessing before sending the device. Therefore, foreign material remained at the probe cover, nozzle and bending section cover glue. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in pcf-190 series operation manual, chapter 3 preparation and inspection; instructions for use states the preventive measure in pcf-190 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection, that the nozzle of the colonovideoscope was clogged with foreign material, which resembled black rubber. Foreign material was also found on the grip, air/water cylinder, suction cylinder, universal cord, scope case unit, scope cover, and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.